Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/28/2017 with the following findings: the battery cap secured properly and the pump powered on with functional auditory and vibratory features, but the display remained blank. Additional testing for the alleged intermittent power issue could not be completed due to the blank screen. Investigation revealed a cracked component on the eeprom (electronically erasable programmable read only memory) caused the blank display. A blank display can be mistaken by the user to be a power issue. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.